Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the xience otw 3.0 x 28 was implanted at 14 atm in a moderately calcified lesion in the mid to distal right coronary artery (rca) without performing predilatation. A dissection was observed at the distal edge of the stent, so the area was treated with a xience otw 3.0 x 12. Reportedly, the pt is doing well. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the risk assessment and IFU, is a known adverse event with stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." The lesion was not pre-dilated, which may have contributed to the difficulties experienced. A conclusive root cause cannot be determined.